Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic ion selective electrode (ise) patient results. The fse then replaced the buffer input valves for both cells and the sample probe. The fse removed air bubbles from the tips of both reference electrodes and cleaned both ise reference blocks. Finally, the fse removed debris from the waste drains and thoroughly flushed it with bleach. No other problems were identified during the on-site evaluation. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified a sample probe and failing buffer valves which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer regarding both cellsfor the system providing erratic patient results.

Manufacturer narrative:
Date received by MFR, date of this report: 11/09/2015. Completed other relevant history. Unknown.